Event description:
It was reported that the device had difficulty converting an arrhythmia. The rhythm persisted seven seconds post shock, then spontaneously terminated. The physician wanted to know if defibrillation testing should be done. Technical services discussed the defibrillation scenarios with the caller. There were no adverse patient effects. The system remains implanted.